Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the mtml to correct the reported problem and the system was tested and verified as ready for use. The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). Isi received the mtml for evaluation and failure analysis investigation was performed. The reported failure of errors 307 and 281 were reproduced during power up. The relevant components will be replaced. A review of the site's system logs for the reported procedure date was conducted by technical support and error 281 and 307 were found. These errors pointed to an mtm issue. No image or procedure video were shared for analysis. A review of the site's complaint history was performed and found that there were no additional complaints related to this product or this event. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) resulted in the procedure being converted to another console. Although there was no patient injury reported, and the procedure was completed robotically, if the reported issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer had a non-recoverable fault during surgery. The operating room (or) staff cycled the system power before calling, but the fault returned on power up. The or staff cycled the system power and disconnected surgeon console serial number (B)(4). The system powered up successfully as a single console system. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the logs and found error 281 and 307 pointing to master tool manipulator left (mtml) 2 issue. The surgeon was continuing with the case robotically. The procedure was completed as planned with no reported injury. Isi contacted the robotics coordinator and obtained the following additional information about the complaint: this is a dual surgeon side console (ssc) system. Both sscs were powered on at the start of the procedure, but only 1 ssc was needed. The surgeon was sitting at the ssc that was having the master tool manipulator issues. They powered down as a single console system and he completed the procedure on the other ssc. There was no injury to the patient. The only patient information she could remember was that the patient was male.